Event description:
It was reported that right ventricular (rv) lead dislodged and no capture discovered in clinic. Confirmed on fluoroscopy. The lead was explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.